Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 6 months post tavr procedure with a 29mm sapien 3 valve, the valve presented stenosis with halt and could not be placed on coumadin. The valve was found to have poor leaflet function. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve.

Manufacturer narrative:
Correction to b5. Original description states "approximately 1 year 6 months post tavr" however, it was "update description to say 6 years, 3 months, 16 days." Submitting updated description.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 3 months, 16 days post tavr procedure with a 29mm sapien 3 valve, the valve presented stenosis with halt and could not be placed on coumadin. The valve was found to have poor leaflet function. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve. During the valve in valve procedure, at approximately 90-95% inflation, the commander delivery system balloon ruptured in a circumferential fashion. As the delivery system was being removed, it formed an "umbrella" over the 16 fr esheath+ tip, and appeared to be splitting the esheath. A snare was inserted from the subclavian artery and placed around the nose cone in an attempt to compress the ruptured balloon so that it could be removed through the esheath+, but was unsuccessful as the balloon could not be pulled into the esheath+. The team attempted to remove the system as a single unit, but the esheath+ and balloon became stuck in the right common iliac and could not be removed. The team then explored ways to pull the nose cone into a esheath+ from the left subclavian. The nose cone initially was captured and successfully pulled into the tip of the esheath+, but the snare became looped around the catheter shaft, and combined with the apparent bunching of the balloon material, making it not possible to pull the rest of the balloon into the esheath+. The patient was eventually taken to surgery to successfully remove the delivery system.

Manufacturer narrative:
Correction to b5, h6, and h10 statement based on additional information received. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra procedural intra cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the thrombus and paravalvular leak cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 6 years, 3 months, 16 days post tavr procedure with a 29mm sapien 3 valve, the valve presented stenosis with halt and could not be placed on coumadin. The valve was found to have poor leaflet function. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve. However, per medical records received, the valve was likely stenotic and regurgitant due to thrombosis. This is supported by the identification of halt on CT and the subsequent decrease in the mean gradient observed while the patient was on eliquis, which then increased again after discontinuation of eliquis. Paravalvular leak was also noted.